Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and excruciating pelvic pain. She underwent a surgery to remove the essure coils, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case limited information was provided. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epilepsy and methicillin-resistant staphylococcus aureus sepsis. Concurrent conditions included obesity. Concomitant products included atorvastatin calcium from 2015 to 2016, fenofibrate from 2015 to 2016, hydromorphone hydrochloride (dilaudid), levothyroxine sodium (levothyroxin) from 2015 to 2016, medroxyprogesterone (depo provera) in 2014 and montelukast (singulair) from 2015 to 2016. On (B)(6)2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced cyst ("cysts"), abdominal pain ("debilitating abdominal pain / cramping"), bladder disorder ("bladder problems"), weight increased ("weight gain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, cyst, abdominal pain, bladder disorder, hormone level abnormal, vaginal discharge, fatigue, weight increased, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cyst, fatigue, genital haemorrhage, hormone level abnormal, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. On may-2013, essure confirmation was performed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event "hormonal changes, abnormal bleeding (general), vaginal discharge, fatigue, weight gain, hair loss, vaginal pain" were added. Product implant date was added. New reporter was added. Historical and concomitant conditions and concomitant medication were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epilepsy, methicillin-resistant staphylococcus aureus sepsis and thyroidectomy in 2009. No mass or adenopathy was demonstrated. Concurrent conditions included obesity, diarrhea, pain, hepatomegaly (abdomen CT: fatty infiltration of -the liver with mild), infection, eczema (very itchy arid painful.), musculoskeletal pain, inflammation, joint swelling, unilateral carpal tunnel syndrome (had right wrist surgery for carpal tunnel previously.), chronic back pain, neck pain, endometriosis, foot pain, tingling, numbness, redness, swelling nos, rash, fibromyalgia, hypothyroidism, hashimoto's disease, infection mrsa, migraine, mitral valve prolapse, deviated nasal septum since 2009, cesarean section since 2008, tonsillectomy and ovarian cyst. Concomitant products included atorvastatin calcium from 2015 to 2016, fenofibrate from 2015 to 2016, hydromorphone hydrochloride (dilaudid), levothyroxine sodium (levothyroxin) from 2015 to 2016, medroxyprogesterone (depo provera) in 2014 and montelukast (singulair) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and anger ("anger"). On an unknown date, the patient experienced cyst ("cysts"), abdominal pain ("debilitating abdominal pain / cramping"), bladder disorder ("bladder problems"), hormone level abnormal ("hormonal changes") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy, right ovary excised). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, cyst, abdominal pain, bladder disorder, hormone level abnormal, vaginal discharge, fatigue, weight increased, alopecia, vulvovaginal pain, mood swings, depression, anxiety and anger outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, bladder disorder, cyst, depression, fatigue, genital haemorrhage, hormone level abnormal, mood swings, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient most of symptoms decreased after removal current weight 280 lbs essure insertion date provided as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2013, essure confirmation was performed. Tiny intercortical lucency in the right kidney measuring 6.9 mm too small to characterize, the lung bases are clear. The gallbladder, pancreas, spleen, adrenal glands, and left kidney appear unremarkable. The aorta is normal in caliber. The bowel pattern was nonobstructed. The appendix appears unremarkable. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-sep-2018: events- "mood swings, depression, anxiety, anger", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. On an unspecified date the patient suffered from severe and excruciating pelvic pain, cysts, debilitating abdominal pain, cramping and bladder problems. On (B)(6) 2015, a surgery was done to remove essure coils. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and excruciating pelvic pain. She underwent a surgery to remove the essure coils, approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case limited information was provided. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.